Event description:
It was reported that low sensing and high capture thresholds were observed. Sense/pace portion of the lead was capped and replaced. Defib remains active.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.